Manufacturer narrative:
Updated fields: b4, e1, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked ECG and iabp calibration with mini sim and passed to specifications. Could not duplicate any failure with cs300 not reading accurate numbers. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cs300 intra-aortic balloon pump (iabp) machine don't show accurate numbers. No harm reported.